Event description:
It was reported that the implantable pacemaker, and non-boston scientific right ventricular (rv) lead triggered an automatic lead safety switch (lss) from bipolar to unipolar configuration, due to an rv pace impedance measurement high out of range, greater than 2500 ohms. Technical services (ts) discussed troubleshooting and programming options. No adverse patient effects were reported. The device remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).